Event description:
A customer contacted stryker to report a non critical issue with their device. Upon inspection by stryker, it was observed that the device would not complete its boot up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not complete its boot up cycle. The reported issue was isolated to user interruption of the 1.13 version software update. To perform the software update, page 55 of the lifepak cr2 operating instructions instruct the user to keep the lid open and not close the lid until step 7, after the device says, ¿powering off¿, indicating the update has completed. The cause was determined to be due to user error. The customer received a replacement device. Device archived by stryker.